Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that customer was attempting to deliver a bolus, pump screen went black and an unspecified malfunction alarm occurred. Customer attempted to turn off and on the pump but the malfunction reoccur. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 150 mg/dl.